Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that, on (B)(6) 2026, they experienced inaccurate blood glucose readings from the continuous glucose monitor (cgm) in use at the time (abbott freestyle libre l2+), which resulted in hospitalization. No specific blood glucose value was reported, and it is unknown whether the cgm reading discrepancy resulted in a hypoglycemic or hyperglycemic event. The pod had been worn for approximately 49-71 hours at the time. The patient reported feeling unwell, which prompted them to seek medical attention. At the time of reporting, the patient remained hospitalized and reported having recently received anesthesia and was therefore unable to provide additional details about the event. Additional information has been requested, and a supplemental report will be submitted if it is received.